Manufacturer narrative:
Zimvie complaint number (B)(4). A1: patient identifier: unknown / not provided a4: patient weight: unknown / not provided.

Event description:
It was reported that an implant at tooth site # 46 was removed due to a fracture. Procedure was completed.